Manufacturer narrative:
(B)(4). Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the event description it states ¿were fragments generated? Yes. If yes, were they removed easily without additional intervention? No. What were the ¿additional interventions¿ that had to be used to remove the fragments? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy the device suffered the rupture of his jaw, which must be replaced. There was a 10 minute delayed in the surgery. There were fragments generated but they were not easily removed without additional intervention. There were no patient consequences.